Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because this issue did not prevent the freedom driver from performing its life-sustaining functions. In addition, the freedom driver has a redundant power source of onboard batteries. The freedom home ac power supply will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the freedom home ac power supply connector had begun to crack. The customer also reported that the patient was provided a replacement freedom home ac power supply. There was no reported adverse patient impact.

Event description:
The freedom home ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer, a syncardia certified hospital, reported that the freedom home ac power supply connector had begun to crack. The customer also reported that the patient was provided a replacement freedom home ac power supply. There was no reported adverse patient impact.

Manufacturer narrative:
The freedom home ac power supply was returned to syncardia for evaluation. Visual inspection of the freedom home ac power supply revealed scratches to the brick exterior, a broken strain relief, missing feet, and a crack in the outer housing of the hypertronics connector, thus confirming the customer-reported issue. The crack in the connector had compromised the integrity of the physical connection, and thus the electrical signal path, therefore the ac power supply could no longer provide power to a freedom driver. While the root cause of the connector crack could not be determined, based on the other damage observed, it was most likely caused by rough handling or improper use. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.